Event description:
Dexcom g6 mobile app is nonfunctioning. App alarms at 3am and states you must delete app asap and reinstall. I've done this several times with no success. I've had to rely on my tandem insulin pump to read my cgm. Tech support is telling everyone they "hopefully" will have a fix for this? The product is broken and for those without a pump or receiver this product cannot be used.